Event description:
It was reported that a dexcom g7 sensor experienced signal loss to the ilet, resulting in no blood glucose values appearing on the ilet while values continued to display in the dexcom app, and the sensor later reconnected after a temporary connection issue was addressed through troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no required medical intervention. Investigation included a review of device logs and user reports. Investigation of this case revealed a transient communication disruption between the cgm and the ilet with subsequent successful reconnection. It was concluded that the device functioned as designed once connectivity was restored and no device malfunction was confirmed.